Event description:
A report was received via social media that the patients ipg could not hold its charge and the patient was experiencing pain and had a burnt skin. The patient underwent an explant procedure. No further information could be obtained at this time.